Event description:
It was reported that the patient presented asymptomatic in-clinic for follow up. Upon review, the pacemaker was found in backup mode. The device was successfully restored. The patient condition was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.